Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which observed a fluid inside the housing which suggested leak. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the pink lid of a folfusor sv (small volume). This was identified prior to patient use. The device was filled with 4224 mg fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.